Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and exhibited high pacing impedance. The lead was not used, and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over torqued inner coil inside the connector region and fracturing all filars of the inner coil consistent with procedural damage that caused the reported events. Electrical testing found internal shorts due to over torqued inner coil at the connector region. The cause of failure to capture was also due to internal conductor shorts due to over torqued inner coil.